Manufacturer narrative:
The company service representative observed the reported problem. In addition, he noticed that there was a spike on the EKG (ECG) trace when no EKG (ECG) was present and the lead changed every time a spike occurred. The company service representative replaced the front end board (0670-00-0668e). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The company clinical representative reported that while performing an in-service training session, the iabp would not switch from pressure trigger back to EKG (ECG) trigger when EKG (ECG) was restored while in auto mode.